Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the deflated balloon from the stent was encountered. The treatment was for a non-tortuous, moderately calcified lesion in the proximal left anterior descending artery (lad). After pre-dilation, the physician successfully deployed a taxus express2 - 3.5 x 24 mm stent. The taxus stent deployed on the first attempt, however, upon withdrawal, the fully deflated balloon was sticking to the stent. The physician used multiple inflations attempting to free the balloon without success. Finally, the physician deep-seated the guide catheter to free the delivery balloon. The physician then post dilated the stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."